Event description:
It was reported that the tip of the unit is chipped.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. This scope shows a lot of traces of usage around the whole scope, dents in the outer tube were detected, and the keel on the distal end is missing. Additionally moisture on the distal end could be detected. The soldering joint on the distal end indicate that this scope was repaired by a third party. The leakage at the distal end can also be the consequence of the third party repair as well as the loose keel. Potential root causes of this failure: third party repair, mishandling, or cleaning/disinfection. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.